Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in an inappropriate shock. The device system was tested with isometrics with noise able to be produced. Device data was sent to rhythmcare for review. Data review determined there was a decrease in r-wave amplitudes. The device was subsequently reprogrammed to increase smart charge. This system remains in service. No adverse patient effects were reported.